Manufacturer narrative:
The reported complaint of premature depletion was confirmed. Device was at end of life (eol) level when received. Device was cut open and manual measurement performed, high current from¿the hybrid was noted during electrical testing.¿ an anomalous integrated circuit (ic) on the hybrid¿was found to be the cause of the high current drain and premature battery depletion.

Event description:
During an in-clinic follow-up, a rapid drop in battery voltage was observed on the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.